Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The initial simulated treatment was performed, and failed with an m65 failure. The cause was due to the left front corner of the heater tray touching the cycler cabinet. After adjusting the load cell position, the simulated treatment was performed completely without failures. Dried fluid was found within the cassette compartment during the initial inspection. Testing found no indication of an equipment failure that would cause a fluid leak. The cause of the encountered dried fluid could not be determined. Based on the data history the unknown alarm referred to the drain complication; since the simulated treatment was performed and completely without failures, the unknown alarm was not verified. The teach pumps test passed. The system air leak and valve actuation tests passed. The load cell value and verification was within tolerance, and the cycler passed the mushroom heads check. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
In a follow up call placed to the patient's peritoneal dialysis nurse, it was reported that the patient's issues had resolved, and the bleeding was attributed to the patient's cancer treatments. The patient's condition is considered recovered.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A patient's nurse reported that a peritoneal dialysis (pd) patient has been having trouble draining on the cycler. She said he has also been having issues draining on manual peritoneal dialysis as well. A follow up call was made to the patient's nurse who reported that the patient came to the clinic on (B)(6) 2016 and from there was ordered to check into the hospital due to bloody effluent, pain, and swelling both in the left side abdomen. The nurse stated that the patient is being removed from pd treatment and will begin hemodialysis today in the hospital. The hospital believes that his peritoneal membrane may be wearing out but they are not certain. She stated that it is undetermined but the patient may be able to return to pd at a much later date.